Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed that it can be observed the cannula is passing through the catheter. Bd determined that the cause of the failure was most likely related to improper handling during use, after opening the package and/or placing the device. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva diffusics needle pierced the catheter. The following information was provided by the initial reporter: level of harm: no apparent harm, reached the patient/person; inconvenient nurse was attempting to insert peripheral IV cannula and did not have success the IV needle punctured through the plastic cannula. Who was affected? No person affected.